Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Investigation ongoing

Event description:
Hamilton medical ag received the following event description: the device alarmed with tf5507. No patient involved.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Follow-up 1: investigation outcome. According to the complaint description, the device alarmed with tf5507. It is important to emphasize that no patient was involved at the time of the event. Additionally, the logfiles have not been received for analysis. Following the event, during troubleshooting the mixer valves operated correctly, indicating the fault was unlikely related to a mechanical mixer valve leak. Based on this, the most probable cause was a sensor board¿related condition. As a corrective action, a replacement sensor board was sent to the customer. The recommended corrective action was implemented, and no further actions are required at this time. Hamilton medical ag considers this case close.